Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) found that the power consumption of the device had been steadily increasing through data analysis and noted that the power consumption is expected to continue to increase. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) found that the power consumption of the device had been steadily increasing through data analysis and noted that the power consumption is expected to continue to increase. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. The representative noted signal artifact monitoring (sam) episodes and possible electromagnetic interference (emi). The device subsequently, the device was explanted and replaced. The patient exhibited bradycardia. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Corrected event date.

Manufacturer narrative:
Corrected event date.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) found that the power consumption of the device had been steadily increasing through data analysis and noted that the power consumption is expected to continue to increase. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. The representative noted signal artifact monitoring (sam) episodes and possible electromagnetic interference (emi). The device subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) found that the power consumption of the device had been steadily increasing through data analysis and noted that the power consumption is expected to continue to increase. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) found that the power consumption of the device had been steadily increasing through data analysis and noted that the power consumption is expected to continue to increase. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. The representative noted signal artifact monitoring (sam) episodes and possible electromagnetic interference (emi). The device subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there were concerns the pacemaker experienced premature battery depletion (pbd). Boston scientific technical services (ts) found that the power consumption of the device had been steadily increasing through data analysis and noted that the power consumption is expected to continue to increase. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.